Manufacturer narrative:
Date returned to mfg. Is 12/14/2023. Device available for evaluation, device evaluated by manufacturer and evaluation codes: updated. One device was received. Per visual inspection, outdated printed circuit board (pcb) and power switch. Through visual inspection the broken display was verified. The root cause was a damaged pcb. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device's display was broken. Patient involvement is unknown. No patient harm/adverse events have been reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 other: device has not been returned for investigation to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.